Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, on the 3 devices, there was tearing, bruising and redness of skin under the bovie pad. Tissue damage or unexpected tissue loss occurred.